Manufacturer narrative:
(B)(4). This occurred on an unknown date between (B)(6) 2017. Manufacturing dates from 3/20/2017 to 3/22/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) vial-mate reconstitution devices leaked. This occurred before patient use. It was stated that they leaks where detected when the drug bag and vial were assembled in the pharmacy. There was no patient injury or medical intervention associated with this event. No additional information is available.